Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type iiia endoleak (aortic) with component separation, aneurysm enlargement, and secondary endovascular procedure are confirmed. This is consistent with the reported adverse event/incident. Procedure-related harms, device, user, procedure, or anatomy-relatedness of this complaint could not be determined with the medical records available for review. Endologix was unable to identify the contributing factors due to the lack of comparative medical images. However, this is an off-label case (concomitant use with products outside the instructions for use). The device used was non-endologix in the right common iliac artery and left common iliac artery. The final patient status was reported as being stable post-secondary endovascular procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: g3: awareness date has been updated. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type iiia endoleak (aortic) with component separation, aneurysm enlargement, and secondary endovascular procedure are confirmed. This is consistent with the reported adverse event/incident. Procedure-related harms, device, user, procedure, or anatomy-relatedness of this complaint could not be determined with the medical records available for review. Endologix was unable to identify the contributing factors due to the lack of comparative medical images. However, this is an off-label case (concomitant use with products outside the instructions for use). The device used was non-endologix in the right common iliac artery and left common iliac artery. The final patient status was reported as being stable post-secondary endovascular procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2 h3 other text: device remains implanted.

Event description:
The patient was treated on (B)(6) 2019, with an endovascular aneurysm repair (evar) to address an abdominal aortic aneurysm and a right common iliac artery aneurysm (rciaa). A non-endologix stent was implanted in the left common iliac artery, followed by a non-endologix excluder leg to repair the rciaa. This initial procedure is outside the indications of use (off-label) due to the use of adjunctive devices not compatible with the afx system per the IFU. An afx2 bifurcated stent graft was implanted via the left femoral approach; however, an attempt to insert the afx sheath through its limb failed due to interference with the non-endologix excluder leg. As a result, the right femoral approach was utilized, and an afx vela suprarenal stent was implanted below the renal arteries. The procedure was completed without an endoleak. On (B)(6) 2025, an increase in aneurysm diameter was detected. A computed tomography (CT) scan revealed a disconnection between the afx2 bifurcated stent graft and the afx vela suprarenal. On (B)(6) 2025, an additional afx vela infrarenal was implanted one segment below the proximal edge of the existing afx vela suprarenal. The procedure was completed after ensuring that there was no endoleak.